Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive with quickvue otc and negative with twice with alternate brands of at-home antigen tests the same day. The consumer continued to test positive with quickvue otc thereafter until 3/10/2023 which the consumer did not question.